Manufacturer narrative:
Main investigation conclusion a specific cause for the reported infection, right ventricular failure, and subsequent patient outcome and a direct correlation to the evaluation of heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this investigation. It was reported that the patient had an e-coli infection which resulted in bacteremia, sepsis, and death. They also experienced right ventricular failure leading up to death. The death was not device related and the device operated as expected. The product was not returned for evaluation. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06oct2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's right ventricle was mildly depressed prior to left ventricular assist device (lvad) implantation and that a device related issue did not cause or contribute to right heart failure.

Event description:
It was reported that the patient passed away due to sepsis. Additional information reveals the patient had bacteremia infection of escherichia coli. The cause of death was noted to be right ventricular failure. The death was not considered to be device related and the device operated as expected.